Manufacturer narrative:
Testing of the lead in the laboratory did not identify any malfunction that would have resulted in the reported event of a damaged helix. Visual inspection of the returned lead found the helix to be retracted and clogged with blood and tissue. After the lead was cut and the helix housing was cleaned, the helix extended and retracted normally when torque was applied directly to the inner coil. The measured length of the extended helix was within specification. The cause of the helix issue was confirmed; however, the reported event of dislodgement was not confirmed.

Event description:
During follow-up, three days after implant, an x-ray examination showed the atrial lead was dislodged. Several attempts were made to reposition the lead without success as the helix would no longer extend. The lead was explanted and replaced. The patient was in stable condition.